Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: female admitted for chemotherapy on (B)(6) 2021, patient was to receive cisplatin over 6 hrs and it was started on (B)(6) 2021 at 0411, once the patient met necessary parameters. The cisplatin was run at a rate of 83.33 ml/hour, estimated to be complete by 1011. The med and rate were checked and confirmed by two rns. The nurse checked the infusion around 0445 and it appeared to be infusing correctly. At 0710 during bedside shift report, the cisplatin was found to have almost completely infused. The IV pump remained set at 83.33 ml/hr and showed a remaining volume of 237 ml. But the bag was near empty. Pump was removed from service and sent to clinical engineering for interrogation. Pharmacist, nursing, and provider reviewed orders and rates, and deemed everything was calculated correctly. It is assumed to be a pump malfunction. Patient remained stable with no signs of cisplatin toxicity and was discharged to home on (B)(6) 2021. Hospital stay was extended overnight xs 1 for monitoring, she was originally planned for discharge on (B)(6) 2021, but no additional interventions were required.